Event description:
It was reported that continuous glucose monitoring displayed error message 42 while customer used sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, completed full pump reset with guidance, confirmed error message did not return, and successfully started new sensor session.